Event description:
It was reported that the patient presented to the hospital after fainting multiple times. Review of the stored egms revealed loss of capture. High capture threshold was also noted. Lead was found to be dislodged. Lead repositioning was planned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that the lead was explanted and replaced. Patient was fine.